Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported when pulling back the angio-seal evolution device handle, the compaction tube would not go down on its own to compact the collagen. The tube however stuck to the handle. The physician was able to manually push the tube to complete hemostasis. Patient condition was stable. The procedure outcome was a success. Additional information was received 04novermber2019: the procedure performed for the patient prior to use of closure device was neuro angiography. A 6 fr was used. A pre deployment angiogram was performed.